Event description:
It was reported that while stimulation was turned off, the stimulator would randomly turn itself on. It was added this started to occur about six months prior to this report. It was noted the patient had been ignoring it, but since it had occurred 'over the past two days,' she decided it was time to take action. It was noted the patient was not sure, but stated it happened approximately a "couple times a month." It was stated the patient had not seen her follow up doctor since her implant in 2009. It was added this happened with the patient's previous device also. It was reported a couple days later the patient would not feel any stimulation and then all of a sudden would feel it. It was added it did not matter what position the patient was in, standing, walking. It was noted this had happened the prior saturday and a 'couple times' the week prior to this report.

Event description:
Additional information received reported that reprogramming was done successfully. There were no malfunctions seen and the cause of the event was not determined. No interventions were performed. The patient was reportedly fine and receiving therapy.

Manufacturer narrative:
Concomitant products: product ID 7434-e, serial# (B)(4), implanted: (B)(6) 1997, product type programmer, patient; product ID 7498-25, serial# (B)(4), implanted: (B)(6) 1999, product type extension; product ID 3998, lot# l58239, implanted: (B)(6) 1999, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was noted that some electrodes had ??? For impedance measurements.